Event description:
It was reported that during a stenting procedure, a dissection occurred. The patient presented with atherosclerotic disease in the internal left extensive carotid, with compromised of the lesion of 92%, symptomatic, presenting paresthesia of the left inferior member, with base disease diabetes and worsened chronic renal failure and dialysis. Access was obtained via the femoral artery. The target lesion being treated was located in the left internal carotid. After advancing the 40mm adapt stent delivery system (sds) and positioning the radiopaque mark after the lesion, it was verified by fluoroscopy that the delivery system began to unlock and there was a slow release. While halfway through the sheave rotation, the sheath did not retract to release the stent; therefore the stent was not deployed. In an attempt to remove the sds, the stent began to appear making it possible to complete the stent release. It was later observed on the video that the stent stuck in the delivery system retraction sheath and an unspecified balloon catheter was used to hold the stent in place and remove the sheath. While removing the system, the vessel was dissected. A wallstent was successfully implanted in the area. While completing the procedure, the patient was kept in cerebral ischemia for forty-three minutes due to the adapt stent removal. Then, the team used a reverse flow filter to advance another adapt stent to the lesion and performed post dilatation with an unspecified balloon catheter for better apposition of the stent to the artery. There were no further patient complications and the patient condition is stable. It was recorded that the patient had undergone a neurological examination with no complications noted at this time.

Event description:
It was reported that during a stenting procedure, a dissection occurred. The patient presented with atherosclerotic disease in the internal left extensive carotid, with compromised of the lesion of 92%, symptomatic, presenting paresthesia of the left inferior member, with base disease diabetes and worsened chronic renal failure and dialysis. Access was obtained via the femoral artery. The target lesion being treated was located in the left internal carotid. After advancing the 40mm adapt stent delivery system (sds) and positioning the radiopaque mark after the lesion, it was verified by fluoroscopy that the delivery system began to unlock and there was a slow release. While halfway through the sheave rotation, the sheath did not retract to release the stent; therefore the stent was not deployed. In an attempt to remove the sds, the stent began to appear making it possible to complete the stent release. It was later observed on the video that the stent stuck in the delivery system retraction sheath and an unspecified balloon catheter was used to hold the stent in place and remove the sheath. While removing the system, the vessel was dissected. A wallstent was successfully implanted in the area. While completing the procedure, the patient was kept in cerebral ischemia for forty-three minutes due to the adapt stent removal. Then, the team used a reverse flow filter to advance another adapt stent to the lesion and performed post dilatation with an unspecified balloon catheter for better apposition of the stent to the artery. There were no further patient complications and the patient condition is stable. It was recorded that the patient had undergone a neurological examination with no complications noted at this time.

Manufacturer narrative:
Device evaluated by manufacturer: device analysis revealed the end of the sheath of the returned device was kinked. The inner shaft was extending 3 mm out of the end of the sheath. Magnified inspection revealed scratches and scrapes on the distal end of the sheath, which is indicative of a stent being deployed into the sheath. The handle was disassembled and confirmed all components were intact and not damaged. The damage was most likely caused from trying to withdraw the device through a stent that had been deployed into the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).